Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by an advocate that the customer received emergency medical assistance and got hospitalized due to unknown blood glucose levels on the weekend of (B)(6) 2018. The customer was given insulin and at other times glucagon to treat. The customer experienced symptoms such as not feeling okay. The customer was wearing the insulin pump during the incident. The caller stated that the issues were caused by the meter not linking with the pump. Troubleshooting was not completed as the caller disconnected the call and their identifying information was not found. The customer also had a high of 700 mg/dl the previous week due to the meter connection issue. The insulin pump will not be returned for analysis.